Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection with sepsis. It was also reported that the septic infection was unrelated to device system or implantation. There were no additional adverse patient effects reported. The lv lead was explanted.